Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the device was still not cutting at correct settings. The product problem was discovered during a split thickness skin graft of the upper extremity surgery. There was a need for a second donor site due to the problem reported. Another padgett dermatome was used. Patient injury was described as "only that there would be unnecessary scarring due to having second graft."